Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the post fractured off the insert. The clinical/medical investigation concluded that, per complaint details, approximately 13 years post total knee arthroplasty the patient experienced joint instability and had a revision with a poly replacement as it was noticed intraoperatively the post was broken. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It is noted within the attachments that further information is unavailable. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the revision surgery cannot be determined. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the inspection procedure, the final inspection includes the verification of part configuration per print. Also, material specification shall control the quality and manufacture of ultra-high-molecular-weight polyethylene. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, abnormal loading of limb and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on 2008, the patient experienced joint instability. A revision surgery was performed on (B)(6) 2023 for a poly swap, during which it was noticed that a post of one (1) journ art ins bcs std 5-6 rt 9 was broken. Patient did not indicate he had fallen and was of average bmi. Patient was discharged the same day and is of average health.